Event description:
Healthcare professional reported that approx 21 months post implant the valve was removed due to a perforation within the left cusp. The device was replaced with another valve and returned for analysis.